Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient also experienced pain near her vagina. Additional information received from the hcp reported that the cause of the event was unknown. All measured impedances were greater than 4,000 ohms or below 50 ohms with the exception of c + 0 and c + 1. The patient as reprogrammed on (B)(6) 2011 and two new programs were set, limited by abnormal impedances. It was reported that the pain was gone and the patient experienced vaginal stimulation. The patient did not require hospitalization, and it was reported that there was no patient injury. The patient was given the option of reimplanting and was undecided.

Manufacturer narrative:
(B)(4).